Event description:
Literature was reviewed regarding a study to investigate the efficacy of a single 480-s cryoablation protocol on the long-term risk of atrioventricular nodal reentrant tachycardia (avnrt) recurrence and persistent atrioventricular (av) block in avnrt patients compared to standard cryoablation and radiofrequency ablation (rfa) protocols. Patients were divided into three groups: standard cryo group (group I), single 480-s cryo group (group ii), and rfa group (group iii). Intraprocedural transient av block occurred in 13 patients in group 1, 12 patients in group 2 and 16 patients in group 3. Permanent av block occurred in 2 patients in group 3. Avnrt recurrence occurred in 21 patients in group 1, 5 patients in group 2 and 6 patients in group 3. The status of the devices is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is female/31 years old. Intraprocedural transient av block occurred in 13 patients in group 1, 12 patients in group 2 and 16 patients in group 3. Permanent av block occurred in 2 patients in group 3. Avnrt recurrence occurred in 21 patients in group 1, 5 patients in group 2 and 6 patients in group 3. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: a single 480-s cryoablation reduces long-term arrhythmia recurrence rate than standard cryoablation in patients with avnrt circulation: journal of cardiovascular electrophysiology, 2026, volume37, issue4 doi.org/10.1111/jce.70209 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.